Manufacturer narrative:
With the exception of model numbers, all other pertinent patient and product information was de-identified. As no further information concerning this report is expected, our investigation is complete.

Event description:
In the interest of continuous improvement, a study was undertaken by boston scientific¿s research and development to evaluate potential device enhancements to detect a phenomenon known as ¿mv/rrt noise¿. The work from this research study may be subsequently used to create a new feature in the device that detects and resolves this mv/rrt noise issue. A large data set of episode electrograms from boston scientific¿s latitude remote monitoring system will be acquired. Mv/rrt noise in the data set will be characterized. Once characterized, proposed device enhancement features will be tested. Based on review of stored data involving (B)(4) model#k173 devices, the following clinical observation was identified by a member of the adjudication committee: oversensing (greater than 2 seconds of asystole)